Manufacturer narrative:
Correction:g4 PMA/510(k)# additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a cycler replacement, the contact for this male peritoneal dialysis (pd) patient reported the patient had been hospitalized (B)(6) 202 due to a stomach infection and pneumonia. The cycler replacement occurred after the hospitalization for an issue occurring on (B)(6) 2025. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) on (B)(6) 2025 with shortness of breath and abdominal pain. The patient was admitted to the hospital with a diagnosis of pneumonia, and acute respiratory failure with hypoxia. Additionally, the patient was diagnosed with peritonitis on (B)(6) 2025 after a pd effluent culture was obtained. The reported stomach infection was peritonitis. The patient was intubated due to the respiratory failure. The patient was initiated on antibiotic therapy for peritonitis and pneumonia. The patient was administered intraperitoneal (ip) vancomycin, gentamicin, and ceftazidime (dose, frequency, and duration not provided). The pd cultures resulted positive for escherichia coli (e. Coli) and klebsiella (no species provided). The patient¿s white blood cell count is unknown. The cause of the peritonitis was the patient not wearing a mask during treatment. The pneumonia was reported to be related to a fluid overload event or pd therapy. The patient¿s spouse had reported to the pdrn that the liberty select cycler was draining slowly. No pd catheter issue was reported. There were no other reported issues related to the cause of the fluid overload leading to pneumonia. There were no documented calls to technical support prior to the hospitalization in which the patient was unable to complete the treatment. The patient was subsequently discharged on (B)(6) 2025. The patient continued continuous cycling peritoneal dialysis (ccpd) therapy during recovery. Additionally, the nurse reported that the patient is a chronic smoker with a history of copd, which is considered a contributing risk factor. However, no definitive etiology has been identified for the reported pneumonia or acute respiratory failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the liberty cycler set and the patient event of hospitalization for peritonitis and pneumonia with acute respiratory failure with hypoxia. However, there is no documentation to show a causal relationship between the patient¿s diagnoses of peritonitis and pneumonia with acute respiratory failure with hypoxia. The patient¿s peritonitis was attributed to a breach in aseptic technique by the patient not masking during treatment. Infection can occur due to a breach in aseptic technique that introduces infectious organisms in the pd catheter, infection with skin organisms that migrate down the catheter tunnel into the peritoneal cavity, translocation of organisms from the gastrointestinal or genitourinary tract. (Perl et al, 2022) although the pneumonia was reportedly related to a fluid overload event or something related to pd therapy, there is no documentation to show any issues occurring with the liberty select cycler prior to the (B)(6) 2025 hospital admission that would have led to fluid overload. The patient only had one call to technical support the week prior to the hospitalization, in which it was confirmed that the patient was able to complete the treatment and there were no adverse effects reported. The patient is reportedly a chronic smoker with a history of chronic obstructive pulmonary disease (copd), both of which are significant risk factors for pneumonia and acute respiratory failure. Based on the available information and no evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient's pneumonia with acute respiratory failure with hypoxia and the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
During follow-up for a cycler replacement, the contact for this male peritoneal dialysis (pd) patient reported the patient had been hospitalized (B)(6) 2024 through (B)(6) 2025 due to a stomach infection and pneumonia. The cycler replacement occurred after the hospitalization for an issue occurring on (B)(6) 2025. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the emergency room (ER) on (B)(6) 2025 with shortness of breath and abdominal pain. The patient was admitted to the hospital with a diagnosis of pneumonia, and acute respiratory failure with hypoxia. Additionally, the patient was diagnosed with peritonitis on (B)(6) 2025 after a pd effluent culture was obtained. The reported stomach infection was peritonitis. The patient was intubated due to the respiratory failure. The patient was initiated on antibiotic therapy for peritonitis and pneumonia. The patient was administered intraperitoneal (ip) vancomycin, gentamicin, and ceftazidime (dose, frequency, and duration not provided). The pd cultures resulted positive for escherichia coli (e. Coli) and klebsiella (no species provided). The patient¿s white blood cell count is unknown. The cause of the peritonitis was the patient not wearing a mask during treatment. The pneumonia was reported to be related to a fluid overload event or pd therapy. The patient¿s spouse had reported to the pdrn that the liberty select cycler was draining slowly. No pd catheter issue was reported. There were no other reported issues related to the cause of the fluid overload leading to pneumonia. There were no documented calls to technical support prior to the hospitalization in which the patient was unable to complete the treatment. The patient was subsequently discharged on (B)(6) 2025. The patient continued continuous cycling peritoneal dialysis (ccpd) therapy during recovery. Additionally, the nurse reported that the patient is a chronic smoker with a history of copd, which is considered a contributing risk factor. However, no definitive etiology has been identified for the reported pneumonia or acute respiratory failure.